Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced inaccurate sensor glucose readings. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated her blood glucose was 90 and the sensor glucose was 60, the insulin pump would alarm and trigger threshold suspend feature. The customer treated her low blood glucose by gatorade but her low sensor glucose continuously alarm. The customer also stated that the alarm would stop when she had a high blood glucose. The customer mentioned that her blood glucose reached as high as 250 mg/dl. The customer experienced few kinked sets. The customer also experienced heavy bleeding with one of her sets when she went to remove the set. The customer also mentioned that she experienced dawn phenomenon in the mornings. The customer was offered to be transferred to the help line but the customer declined. The insulin pump will not be returned for analysis.